Event description:
It was reported that this lead was explanted due to out-of-range impedance measurements. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this lead was explanted due to out of range impedance measurements. No additional adverse patient effects were reported. This lead has been received for analysis. Additional information was received that the lead reached impedance measurements greater than 3000 ohms, resulting in a safety switch from bipolar to unipolar. At the time of lead explant, there was visible damage to the lead. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this lead was explanted due to out of range impedance measurements. No additional adverse patient effects were reported. This lead has been received for analysis. Additional information was received that the lead reached impedance measurements greater than 3000 ohms, resulting in a safety switch from bipolar to unipolar. At the time of lead explant, there was visible damage to the lead. No additional adverse patient effects were reported.